Manufacturer narrative:
(B)(4).

Event description:
It was reported that during this right ventricular (rv) lead implant, the patient experienced an episode of sudden asystole. As result, the patient required resuscitation maneuvers and a temporary pacing lead was placed. The patient is pacer dependent. The new system was successfully implanted prior to pocket closure. No additional adverse patient effects were reported.